Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The following fields need to be corrected for the initial MDR that was previously submitted for this event: b4: date of this report: 04/14/2025. G3: date received by MFR: 04/14/2025.

Event description:
Refer to h11 for follow-up information.